Event description:
Boston scientific received information that during the implant procedure the physician reported difficulties inserting the defibrillation lead into the header of this cardiac resynchronization therapy defibrillator (crt-d). No adverse effects were reported.

Manufacturer narrative:
As a result a different device was implanted. The attempted device was returned for analysis. Upon receipt at our (B)(4) laboratory, this crt-d was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal.